Manufacturer narrative:
Films evaluation summary: the reported left iliac limb migration and resulting distal type I endoleak could not be confirmed (or ruled out) from the limited films returned. Images during implant and early follow-up were not available, and the original implanted position of the left limb within the left common iliac artery is unknown. The single returned low resolution angiogram revealed that the distal end of the left limb was positioned ~20mm away from the left internal iliac artery, and that the limb had not appeared to have migrated into the aaa sac and there was no clear endoleak. Compared to the film report prior to implant there appeared to be ~20mm of remaining distal sealing length. It is possible that this returned angiogram may have been at an earlier post-implant date; prior to the reported event. It is also possible that disease progression and/or morphology changes may have contributed to the reported migration. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 84 mm diameter abdominal aortic aneurysm. It was reported that during review of a follow up CT carried out approximately three years and five months later, it was noted that the left iliac limb was no longer in the left common iliac artery, but had migrated into the abdominal aortic aneurysm, and type ib endoleak was observed. An intervention procedure was carried out on and a 16x24x156 endurant ii stent graft limb was implanted to successfully resolve the event. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.